Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right ventricular (rv) seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Analysis confirmed the oversensed noise was due to the hole in the rv seal plug.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), noise was observed during pocket closure. Fluid was removed from the device header and the lead was reconnected. The pocket was closed and noise was again observed with oversensing resulting in pacing inhibition. The pocket was reopened and this device was replaced. No adverse patient effects were reported.